Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) the device would not power up. Complainant indicated that subsequent testing did not duplicate the reported malfunction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.